Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not working and was not tracking tools. There was no patient involvement.

Manufacturer narrative:
The scu was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned scu was found to be fully functional. A check of the event log did not reveal any adverse events. There was no problem found with the scu. The positioning sensor unit (psu) was returned unused. If information is provided in the future, a supplemental report will be issued.